Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17551445) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (3mm2cm155) ruptured at 3-atmosphere pressure (atm) during its initial inflation. There was no reported patient injury. Therefore, it was removed from the patient intact and was replaced with another same size balloon catheter. Then, a smart stent was implanted and intravascular ultrasound (ivus) confirmed the lesion. The procedure was completed. The lesion was the superficial femoral artery with calcification. Initially, a guiding non-cordis sheathless catheter (55cm) was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. Then, a saber pta balloon catheter (complaint product), which has been stored in a hygiene-managed storage, was taken out from its tray and inspected. There was no visual anomalies confirmed. A non-cordis guidewire crossed the lesion and an ivus confirmed that the lesion had diffuse calcification. Then, the saber pta balloon catheter was inserted and there was no set up difficulty confirmed although there was some resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon, however, it ruptured at 3 atm during its initial inflation. The device will not be returned for analysis as it was discarded due to the hospital¿s regulation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 3x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 3-atmosphere pressure (atm) during its initial inflation. Therefore, it was removed from the patient intact and was replaced with another same size balloon catheter. Then, a smart stent was implanted and intravascular ultrasound (ivus) confirmed the lesion. The procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with calcification. Initially, a guiding non-cordis sheathless catheter (55cm) was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. Then, a saber pta balloon catheter (compliant product), which has been stored in a hygiene-managed storage, was taken out from its tray and inspected. There was no visual anomalies confirmed. A non-cordis guidewire crossed the lesion and an ivus confirmed that the lesion had diffuse calcification. Then, the saber pta balloon catheter was inserted and there was no set up difficulty confirmed although there was some resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon, however, it ruptured at 3 atm during its initial inflation. The device will not be returned for analysis as it was discarded due to the hospital¿s regulation. The device was not returned for analysis. A device history record (DHR) review of lot 17551445 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (some resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.